Manufacturer narrative:
H6: investigation summary several syringes have been received to perform investigation. Upon visual inspection, no defect can be observed in the tip of the syringe. It is correctly molded with no burrs or defects that could affect the connectivity of the syringe. In one syringe, some air bubbles have been found in the barrel on the syringe. Non-bd needle provided was evaluated, hub of the used needle is short not meeting specification. DHR was reviewed not finding any annotation or deviation regardign the alleged defect. Additionally, ten retained samples from the lot were evaluated. The product was visually inspected, leakage, and luer cone fitting verification testing performed, no defects were identified. Air bubbles found in one syringe are caused by the entrance of air during molding process. Injection machines are periodically subjected to maintenance and cleaning programs. Based on the available information we are not able to identify a root cause of the connectivity defect for syringe related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Non-bd needle provided by customer suggest the root cause of the defect is related with the dimensions of the hub of the needle. Root cause of the air bubbles defect can be related to molding process, this is a cosmetic defect, and the product functionality is not affected.

Event description:
It was reported that the syringe 1ml ls sp120 had a short-shot molding defect on its barrel. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, the connection between the hub and the needle is loose, resulting in leakage." Via internal bd comments: "air bubble in syringe" "plastic bubble".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ls sp120 had a short-shot molding defect on its barrel. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer's report, the connection between the hub and the needle is loose, resulting in leakage." Via internal bd comments: "air bubble in syringe." "Plastic bubble."